Event description:
Customer called stating that her meter was reporting low results. After further investigation, it was determined that the meter was reporting results in mmol/l instead of mg/dl. Customer was instructed on how to reset the units.